Manufacturer narrative:
This coronary stent is distributed outside of the united states; however it is similar to a coronary stent that is distributed in the united states. This is one of two products involved in the same pt reported under mfg numbers 9616099-2007-01894 and 9616099-2007-01895. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report received from the clinical study registry in another country, indicated that a pt experienced restenosis approx. Eight months after implantation of a bx sonic stent in the proximal circumflex. The restenosis was treated along with a new lesion. No info regarding the treatment was provided.